Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. System analysis and repair info is unavailable at this time and not provided, although system configuration and calibration data was restored as part of the service event. The system was tested and found to be working as intended and put back into service.